Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer chose not to troubleshoot the issue further, indicating they had been managing it, and had received a refurbished pump replacement as a corrective action.